Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt's husband reported that for the past week, the pt has had elevated blood glucose readings especially at night. He stated her readings have been as high as 258mg/dl with her normal range being 95-120 mg/dl. He said she has increased her basal rates without the recommendation of her doctor. He stated the pt's symptoms are exhaustion, dry and blurry eyes, nausea, breathlessness, frequent urination, and her heart is being "taxed." She treats her elevated blood glucose readings by giving herself a correction bolus. During troubleshooting, the pt stated she has never been told to fill the cannula when she changes her infusion headset. She stated she has scar tissue in one area but she does not use that area. Her husband stated she is in the process of revising her correction bolus calculation. The pt was advised to seek medical help in reference to setting a basal rate and revising a correction bolus. The pt was advised she needs to bolus to fill the cannula of her infusion set. Repeated further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.